Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient presented to the clinic on (B)(6) 2021 with additional episodes of noise on the patient's right ventricular lead. Programming changes were unable to eliminate the noise, so the patient's lead was capped and replaced during that same visit. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely to the clinic on (B)(6)2021 with episodes of non-sustained right ventricular oversensing and non-sustained ventricular tachycardia as a result of noise on their right ventricular lead. No intervention was reported. There were no patient consequences.